Manufacturer narrative:
"Serial #" was corrected. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges experiencing an electric shock while in the lift chair.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges experiencing an electric shock while in the lift chair.

Manufacturer narrative:
The alleged condition (electric shock) could not be duplicated during cyclical testing.

Event description:
Alleges experiencing an electric shock while in the lift chair.